Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corner, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker, cracked battery tube thread and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was just watching television when the alarm occurred; no significant events leading to the alarm. Blood glucose value was 125 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised that the local office would get in contact to arrange replacement.